Event description:
First found a syringe was cracked, 3cc gauge 1/2 inch needle. Upon further checking of the box, the following was noted: 1. One syringe with the needle bent and protruding through the cap and the packaging was otherwise unopened. 2. Two syringes where the needle seems to offer more resistance to withdrawing or injecting fluid as if the lumen is not as fully patent as the other syringes. 3. Two syringes with .5 inch line on the barrel, looked like a scratch etched in the barrel that you can feel but not going through or causing a leak. A message was left for the rti, retractable technologies, inc. Representative and the syringe samples from this defective lot will be sent to rti regulatory affairs.